Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon could not pass through the sheath, and attempts to withdraw the balloon from the sheath and reinsert it failed, so the decision was made to withdraw the balloon with the sheath". As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the balloon could not pass through the sheath, and attempts to withdraw the balloon from the sheath and reinsert it failed, so the decision was made to withdraw the balloon with the sheath". As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5 ultraflex intra-aortic balloon catheter (iabc). Returned with the sample was the supplied 40cc driveline tubing. Upon return , the teflon sheath hub was at approximately 64cm from the iabc luer; the visible portion of the bladder was unwrapped. Buckling to the teflon sheath extrusion was noted from approximately 67.5cm to 71.2cm from the iabc luer. The one-way valve was tethered to the short driveline tubing. A bend to the iabc central lumen was noted at approximately 42cm the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0061in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was moved towards the iabc distal tip with force. The teflon sheath was removed from the iabc. After removal of the teflon sheath , a section of the iabc bladder was noted as stretched. The bladder likely became stretched due to the removal technique or handling. The iabc was leak tested and multiple leaks were immediately detected from the outer lumen. Under microscopic inspection, a total of two (2) leak sites were noted on the outer lumen at approximately 28.2 and 29cm from the iabc distal tip. It could not be confidently determined how the damage occurred to the iab outer lumen. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not pass through the sheath" is confirmed. During the investigation, the outer lumen was noted damaged, and leaks were noted resulting from the damaged outer lumen which caused the reported complaint. The damaged outer lumen can result in difficulty of pulling and maintaining a vacuum on the iabc bladder. If the vacuum is not maintained, it can result in difficulty inserting the catheter. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged outer lumen. The root cause of the damaged outer lumen are undetermined. The most probable potential cause of how the outer lumen was damaged is customer handling. No further action required at this time. This will be monitored for any developing trends. Corrected data: section d.4. - unique identifier (UDI)# corrected to (B)(4).